Event description:
It was reported that during an atrioventricular reentrant tachycardia procedure, a pericardial effusion was noted via the intracardial echocardiography catheter after a transseptal puncture was performed. The patient's vitals were monitored and a stat echocardiogram was performed. The case was aborted and the patient was sent to ccu for monitoring. It is unknown whether the patient was under local or general anesthesia. Follow up attempts have been made to attain additional information but no responses have been received. This event is reportable due to the serious injury that occurred during the procedure.

Manufacturer narrative:
The device investigation is currently being conducted. Additional information will be submitted to the FDA in a supplemental report upon completions of the product analysis. Concomitant products: carto 3 system, us: catalog# fg540000, serial# (B)(4). Stockert 70 system, us: catalog# s7001, serial# (B)(4). Cool flow pump, us: catalog# cfp002, serial# (B)(4) webster 6 pole catheter, us: catalog# 1086259rt, lot# 15869521m. Preface guiding sheath, us: catalog# 301803m, lot# 15326601. Manufacturer reference# (B)(4).

Manufacturer narrative:
On september 15th, 2013 additional information was received on the event. This information revealed that the event was attributed to the transseptal puncture and was found prior to the insertion of the ablation catheter. This follow-up report is being submitted to correct the information initially reported. Initially this event was reported under the ablation catheter. Since the additional information revealed that the event was attributed to the transseptal puncture, the event will also be reported under the preface sheath ((B)(4)). The additional information provided on september 15, 2013, marks the awareness date for the reports. Summary of the additional information received: the specific procedure being conducted was wolff-parkinson-white syndrome/ atrioventricular reciprocating tachycardia ablation. The ablation catheter used in the event was an asymmetric ez steer/bi-directional thermocool nav. The physician always uses this type of catheter. A pericardial effusion was noted on the intracardiac echocardiography (ice) following the transseptal puncture. Contrast layering in pericardium was demonstrated. The size of the effusion continued to be monitored via ice. The procedure was cancelled and the patient was then transferred to the critical care unit for continued monitoring. The length of the patient¿s stay at the hospital is unknown. The physician¿s opinion regarding the causality of the adverse event could either be device or procedure related. It was the physician¿s first time using a preface sheath for a transseptal puncture. The event was attributed to the transseptal puncture and was found prior to the insertion of the ablation catheter. Before the event, the user did not experience any difficulty prior to the occurrence of the event. It was confirmed that the catheter was not reprocessed or reused. The event was considered life-threatening however the degree of impairment was unknown and no intervention was performed. It was confirmed that the catheter was not reprocessed or reused. The only patient information disclosed was that she was a female with a history of supra-ventricular tachycardia. The product investigation is currently being conducted. Product investigation conclusions will be submitted to the FDA in a supplemental report upon completion. Biosense webster (B)(4) are related to the same incident. (B)(4)